Manufacturer narrative:
Patient weight is not available for reporting. Date of non-union is not known. This report is for an unknown blade. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was initially implanted with proximal femoral nail antirotation (pfna) on unknown date at another facility. X-ray taken on unknown date revealed a non-union/mal-reduced sub-trochanteric proximal femur fracture. Patient was returned to surgery on (B)(6) 2016 and revised to an antegrade femoral nail (afn). Patient was again revised on (B)(6) 2017. Second revision is addressed in (B)(4). This report addresses the first revision on (B)(6) 2016. This report is for one (1) unknown blade this is report 2 of 3 for (B)(4).